Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 45 mm abdominal aorta aneurysm and an iliac aneurysm. There was also another small aneurysm just distal to the renal arteries and proximal to the main aneurysm. The proximal aortic neck was 28 mm in diameter and 23 mm in length. The proximal neck angulation was 75 degrees. The medical history was not reported. It was reported that there was a gap in diameter between just below the renal artery and the proximal neck, so the physician implanted the cuff first to cover the neck of the more distal main aneurysm. Then the proximal end of the bifurcated stent graft was passed through the deployed cuff, and positioned just below the renal arteries. The proximal sealing of the bifurcated stent graft was insufficient and a proximal type I endoleak into the smaller proximal aneurysm sac occurred. There was no leak into the larger aneurysm. The physician determined that touch-up was high-risk due to the presence of the cuff so the stent graft was not modeled with a balloon. The leak into the aneurysm then stopped before the procedure was completed. The physician commented that the patient was a severe case and it was impossible to give general anesthesia to the patient. The physician believes the type I endoleak will remain self-resolve. The physician indicated the cause of the event was patient anatomy; aneurysm/vessel morphology. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4). Results: endoleak. Aortic neck angulation >60 degrees. Lack of ballooning. Conclusions: endoleak. Aortic neck angulation >60 degrees. Lack of ballooning.